Event description:
On 23-june-2026, it was reported by a sales representative via (B)(4) that an ar-8770-01 t25 hexalobe broke during a case. Noticed during a case with no patient involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.